Event description:
It was reported that the customer experienced a low blood glucose level, reaching 43 mg/dl. Cause was not known. The customer did not want to document further details during the call but had assistance from people around her to address the low blood glucose level.